Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly. The customer¿s blood glucose was 256 mg/dl at the time of incident. Customer stated that the insulin pump buttons were unresponsive. Customer reported that the insulin pump had a blank display that was resolved with new battery but buttons remained unresponsive. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Device was received with a blank display due to moisture damage on the electronic assembly. Unable to perform the self test, sleep current measurement, active current measurement, and the displacement test or verify unresponsive buttons due to blank display. Also, received with moisture damage on the motor and force sensor. No moisture damage was found on the keypad assembly.